Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. A medtronic representative went to the site to test the equipment. The system's computer was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The computer has been received by medtronic, but analysis results are not yet available because analysis is not complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a procedure, the navigation system unexpectedly powered down. This occurred after verifying instruments. The medtronic representative (rep) tried 2 reboots, both resulting in the system booting to ¿no signal¿ on both monitors. Another rep was on site and performed troubleshooting with the system. The rep power cycled the computer and checked all the digital visual interface (dvi) connections. The video splitter light was on, which meant it was receiving power. The rep bypassed the video splitter, but none of this resolved the issue with no video detected. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for the returned computer. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen. No "no signal" messages or unexpected power downs were observed during burn-in testing. There was no fault found with the returned computer. If information is provided in the future, a supplemental report will be issued.